Manufacturer narrative:
Removed UDI (B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26aug2019. Customer support advised caller to restart the device, check the machine, found the device's backup alarm has di-di sound, advised to re-plug the cable to the man machine interface (mmi) board, the sound disappeared, determined the data acquisition (da) board is the problem in connection with the cable. Reset mmi j15 backup alarm cable, boot up check: passed, device returned to full functionality. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported abnormal alert sound. There was no patient involvement.